Event description:
4 separate times over the last 3 years we have had smith medical computerized ambulatory drug delivery (cadd) solis infusion pumps fail. All four times, with the most recent being in (B)(6) 2020, high alert medications were hung by a registered nurse (rn), verified by another rn, and the smith medical cadd infusion pump alerted low volume for the medication, but when the rn checked the hanging medication, the IV bag was full. Between the four separate cases, three were post-op cases and was a patient in out ob suite in active labor. In only one instance, in early 2019, the pump again stated that it had finished the infusion, but the bag was found to be full. The IV line was found to be occluded, but the pump did not alarm in any way. In the most recent case of this happening, the bag was once again found full, even though it stated it administered the amount entered the cadd pump. Manufacturer response for cadd IV pump, cadd (per site reporter). We have had this problem 2 times in the past, and both times smith medical told us that there was nothing wrong with the pumps when they received them at their facility.

Event description:
4 separate times over the last 3 years we have had smith medical computerized ambulatory drug delivery (cadd) solis infusion pumps fail. All four times, with the most recent being in (B)(6) 2020, high alert medications were hung by a registered nurse (rn), verified by another rn, and the smith medical cadd infusion pump alerted low volume for the medication, but when the rn checked the hanging medication, the IV bag was full. Between the four separate cases, three were post-op cases and was a patient in out ob suite in active labor. In only one instance, in early 2019, the pump again stated that it had finished the infusion, but the bag was found to be full. The IV line was found to be occluded, but the pump did not alarm in any way. In the most recent case of this happening, the bag was once again found full, even though it stated it administered the amount entered the cadd pump.====================== manufacturer response for cadd IV pump, cadd (per site reporter)======================we have had this problem 2 times in the past, and both times smith medical told us that there was nothing wrong with the pumps when they received them at their facility.